Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with bubbled downstream occlusion sensor seal. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing performed. The customer problem was confirmed. According to the investigation, there were multiple cassette not attached and downstream error alarm found during functional testing. The investigation reported that the reported issue was caused by the pump defective nonreactive dso sensor which was stuck as stated by the customer. Investigator?s replaced the pump dso sensor to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd solis vip pump, the pump voltage for downstream occlusion sensor was stuck at 2500mv. No patient involvement reported.